Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had an allergic reaction to the nickel in the device. The patient reported bleeding when scratching the reaction. The patient's gynecologist prescribed an unknown cream that did not help the reaction. The patient then followed up with her cardiologist who instructed the patient to continue using the device. The medical outcome is unknown.